Manufacturer narrative:
A ge service rep performed an onsite investigation. The image intensifier power supply was replaced and the field size was calibrated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that no image was displayed on the monitor. No pt injury was reported.